Event description:
Customer reported receiving erratic readings on their freestyle freedom lite blood glucose monitor. Customer reported receiving readings of 345 mg/dl and 102 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into a "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The product has been returned and investigated. The complaint was not confirmed and no new issues were observed.